Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2016 with the following findings: a review of the black box showed no unexplainable reboots. A visual inspection of the pump showed that the battery compartment was intact. The returned battery cap was undamaged and the cap contact dimensions measured within specifications. The pump case was cracked between the keypad cover and case seal. During testing, the pump powered on to a blank display. The complaint could not be fully investigated due to this. The pump cover was removed and moisture corrosion was found throughout the inside of the pump. The display flex connector was damaged and a test display could not be installed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.